Event description:
Account states that in surgery when surgeon was using cardinal k80 to suction pt, part of suction tip of k80 came off in pt. According to the director of perioperative services, the pt bit down on the tip and it broke.